Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited undersensing. The patient was not pacer dependent. Upon review, there was a long post-ventricular atrial refractory period (pvarp) and many of the atrial events fell into refractory and were not tracked. These events were then followed by an atrial pace event that cross chamber blanked the next r-wave which was then followed by rvp. Technical services (ts) recommended programming optimization. This device currently remains in service. No adverse patient effects were reported.